Manufacturer narrative:
(B)(4). The device was manufactured august 25, 2014 ¿ august 26, 2014. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection revealed that the coil cap had separated from the housing. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the coil cap fell off of a large volume infusor. This was noted after filling. There was no patient involvement. No additional information is available.